Event description:
It was reported the ultrasound gastrovideoscope had been incorrectly/insufficiently reprocessed. The cleaning time in the reprocessing machine was prolonged 30 minutes (excluding alcohol flush). No errors occurred. At the time of the malfunction occurrence, five months had passed since the water filter was replaced. No health hazard to the patient was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.